Event description:
It was reported that a patient with a sling device was not as dry as the patient would have liked. A replacement surgery was performed in which an artificial urinary sphincter (aus) was implanted. The outcome was very satisfactory.